Event description:
It was reported that "surgeon tried to thread 9mm implant onto 9mm inserter and noticed the inserter was stripped; could not engage with the implant. Had to use an 8mm implant with 8mm inserter instead."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.